Manufacturer narrative:
Customer stated that during a case the hemotherm 400ce stopped heating. They used another hemotherm device to finish the case. No adverse event reported.

Event description:
Customer stated that during a case the hemotherm 400ce stopped heating. They used another hemotherm device to finish the case. No adverse event reported.